Event description:
The customer reported that contents of a cuvette, which consisted of reagent and potentially patient samples, splashed onto her wrist as she cut excess film from cuvettes to empty waste on a dimension exl with lm instrument. The customer reported that the cuvettes were not sealing properly when exiting the top sealer. Subsequently, the customer washed her wrist and did not require medical intervention. There were no reports of slips, trips, or falls. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report contents of a cuvette, which consisted of reagent and potentially patient samples, splashed onto her wrist as she cut excess film from the cuvettes to empty waste on a dimension exl with lm instrument. The customer wore gloves but did not wear a lab coat at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site and found that the top seal solenoid was malfunctioning. The cse replaced the clapton assembly and top seal solenoid. Then, the cse made 30 cuvettes to verify the instrument performance. The cse performed diagnostic tests, system checks and ran quality control (qc), which recovered acceptably. Siemens further investigated the issue and determined that customer did not follow the instructions in the dimension® exl with lm / dimension® exl 200 integrated chemistry system operator's guide, which indicates that operators are advised follow laboratory safe protection biohazard procedures when performing maintenance and troubleshooting procedures. The operator guide warns that without proper personal protective equipment (ppe), potential exposure to biohazardous material is possible. The customer did not wear proper ppe at the time of cutting the excess waste cuvettes, which contributed to her exposure to contents of the cuvettes. The instrument is performing according to specifications. No further evaluation of this device is required.